Event description:
It was reported that the patient experienced sustained hyperglycemia while using the ilet system with an infusion set on the left thigh and a fsl3+ cgm, in the context of multiple user-initiated disconnections from the pump, including a prolonged pause and delay in supply change during meals, with no fingerstick confirmation available. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and the patient reported no symptoms. Investigation included interviews with the user¿s caregiver and analysis of the information provided. Investigation of this case revealed no findings available, and there was insufficient information about any specific device component involvement or a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established.